Event description:
It was reported that a flogard infusion pump had received alarm code 22. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. Alarm code 22 was confirmed during the alarm log review. Alarm code 22 indicated that the sensor card was damaged. The damaged sensor card was confirmed upon visual inspection of the component. A sensor card was not available for repair; the pump was exchanged for another pump.